Event description:
It was reported "balloon pump running an error on our part was made by plugging the pump into the bed and not a wall outlet, that said it shut off without sending off any warning alarm. We than plugged it into a wall outlet and it would boot up and quickly power down again. The cath lab ended up bringing down another pump and it too ran out of battery, this time it alarmed giving a 20min warning on battery life before immediately shutting off. I think those subsequent errors were because it was plugged into a gfi plug that perhaps had tripped and wasn't giving any power. Still, it seems alarming to have the machine shut off without notice, the pt was critically ill and things were chaotic during the first occurrence so maybe we missed the alarm but the second time with a different machine it shutoff immediately after sending off the low battery alarm". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR#: 3010532612-2024-00810.

Manufacturer narrative:
(B)(4). The reported complaint of short battery runtime was confirmed by the field service engineer. No part was returned to teleflex chelmsford for investigation. The battery was replaced by the field service engineer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon pump running an error on our part was made by plugging the pump into the bed and not a wall outlet, that said it shut off without sending off any warning alarm. We than plugged it into a wall outlet and it would boot up and quickly power down again. The cath lab ended up bringing down another pump and it too ran out of battery, this time it alarmed giving a 20min warning on battery life before immediately shutting off. I think those subsequent errors were because it was plugged into a gfi plug that perhaps had tripped and wasn't giving any power. Still it seems alarming to have the machine shut off without notice, the pt was critically ill and things were chaotic during the first occurrence so maybe we missed the alarm but the second time with a different machine it shutoff immediately after sending off the low battery alarm". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. Please see associated MDR# 3010532612-2024-00810.